Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatch to evaluate the iabp. The stm was unable to reproduce the reported issue. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while in use on patient the iab optical sensor was unable to calibrate on the cs300 intra-aortic balloon pump (iabp). No patient harm or adverse event was reported.